Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU), states: the graftmaster rx is indicated for use in the treatment of free perforations, in native coronary vessels or saphenous vein bypass grafts. It is unlikely the IFU deviation contributed to the reported event. Additionally, the IFU states: note the product use by date specified on the package. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 4.0 x 19mm graftmaster referenced is filed under a separate medwatch report number.

Event description:
It was reported that after deployment of a non-abbott stent in the iliac artery, a perforation was noted mid-stent. A 4x19mm graftmaster stent was successfully deployed, and resolved the bleeding within the stented area, but a distal dissection was noted along with new retrograde bleeding. A 2.8 x 26 mm graftmaster stent was then successfully implanted, treating the dissection and sealing the perforation. At the time of implantation, it was noted that both graftmaster stents were implanted past their expiration dates. Per the physician, the use of the devices saved the patient's life and from having surgery. No additional information was provided.